Event description:
It was reported to globus that the pt underwent revision surgery for the removal of 3 broken revere screws. Part # 124.444 x 2. Part # 124.443 x 1. The revision surgery took place on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval. A review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. Both screws were evaluated upon return. The rods were locked with locking caps and screw heads were still locked in angulation. The set screw and locking caps were verified to have been tightened per required torque. The screws were examined with an x-ray fluorescent analyzer to determine material composition. Both screws were manufactured per material design specification. The screw shaft diameter of both screws were measured and were found to be within design specifications. Based on the eval and complaint description obtained, the exact cause of failure cannot be identified. The radiographs suggest that there may have been excessive asymmetrical loading on to the proximal portion of the construct due to non-segmental fixation. 4.5mm revere pedicle screw 35mm; common device name: 4.5mm revere pedicle screw; model#: 124.443, lot#: bam133jt. The screw was manufactured per material design specification. Screw shaft diameter was measured and was found to be within design specifications.